Event description:
The international customer reported the ventilator alarmed due to a pressure sensors failure. Occurrence of a pressure sensors failure during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Evaluation and service of the device is pending.

Event description:
The manufacturers service technician reported the data acquisition pcb to motor controller pcb cable was cleaned and reconnected to address the reported problem. Final check was performed and there was no fault recurrence reported.

Manufacturer narrative:
Cable cleaned & reconnected.supplemental report.

Manufacturer narrative:
Evaluation and service of device pending.